Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported there was a a ¿failure of data recording correlated with manual sensor reads¿ on his adc freestyle libre. He further reported that on (B)(6) 2019 at 04:10 hours a manual sensor read was performed but the sensor failed to make its glucose measurements at 15-minute intervals leaving a data gap for the next 50 minutes. There was no report of any self or third-party medical intervention. There was no report of death or permanent injury associated with this event.